Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Arjohuntleigh received a customer complaint related to the sara 3000 active floor lift. In reference to the complaint description, during the usage of arjohuntleigh standing hoist and sling, lowering of the resident support arms was described as "impossible". According to information provided by the caregiver the emergency lowering feature was also found to inoperative. Caregivers tried to manually transfer the resident from the device to the wheelchair. It was reported that during this manual transfer the resident was hurt. As a consequence, the upper arm of the resident become red and further medical intervention was needed. The resident was sent off to the hospital where the arm fracture was diagnosed. When reviewing similar reportable events registered for sara 3000, in the last 5 years (awareness date since apr 2012 up to apr 2017), we have found the limited number of reportable complaints related to manually released the person from the device when the emergency lowering not working. Compared to the amount of sold devices and in comparison to their daily use, the occurrence rate observed for reportable complaints with this failure mode is considered to be very low. To operate the floor lift devices with using the handcontrol, the appropriate switch should be pressed and hold to achieve the required position of the chassis leg or the lifting arm. In the analyzed case, it was established that the device did not work due to the handcontrol malfunction. It needs to be emphasized that the sara 3000 floor lifts is equipped in the safety feature such as emergency lowering system (situated on the actuator) that shall be activated in case of any electrical failure of the lift to provide safe and smooth completion of the resident transfer. A label situated on the control collar is for quick and easy recognition this function. The instruction for use which is delivered which each device also includes the information how the emergency lowering should be used. As per IFU (kkx81010m rev.3) "to operate this function, pull the slide control upwards until the resident's own weight enables the mast to slowly lower. To cease lowering release the slide control." In the light of information provided by the customer, the emergency lowering did not work. After the issue, the device was put through the arjohuntleigh technician inspection and the stated failure could not be duplicated. The sara 3000 was tested and found to work to the manufacturer specification after handset replacement. If the safety warnings in the instruction for use are followed; even if one of the components will fail, there is always a way to safely take the patient from the device use another safe method according to professional judgement. Therefore it is important that all operators are trained according to the device instruction for use be aware of the ways how to manage and deal with the situation when stuck of device are observed during use with patient. Because the emergency lowering was found to be operative, it will be recommended to remind the involved staff how correctly use this function. From this evaluation it would appear most likely that the event might only result from using the device not in accordance to the IFU without the continuously attending to the resident. From these findings, the device was being used with a resident at the time of the event and played a role in the reported incident - not due to a malfunction as was suggested but due to the customer / user not following the instruction for use put the resident in the risky situation. The complaint decided to be reportable based on the actual outcome of the incident - the resident received serious injury.

Event description:
Arjohuntleigh received a customer complaint related to the sara 3000 active floor lift. In reference to the complaint description, during the usage of arjohuntleigh standing hoist and sling, lowering of the resident support arms was described as "impossible". According to information provided by the caregiver, the emergency lowering feature was also found to inoperative. Caregivers tried to manually transfer the resident from the device to the wheelchair. It was reported that during this manual transfer the resident was hurt. As a consequence, the upper arm of the resident become red and further medical intervention was needed. The resident was sent off to the hospital where the arm fracture was diagnosed.